Event description:
It was reported the customer was hospitalized for high blood glucose and diabetic ketoacidosis. Troubleshooting was performed. The bolus history, the basal amount, and the daily totals were correct. However, the alarm history revealed that the insulin pump had a no delivery alarm prior to hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.